Event description:
It was reported that the right ventricular lead had high threshold and high resistance/impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analysis revealed a finding associated with the connector. There was blood/body fluid (not obstructed) on all conductors and all conductors were distorted. The inner insulation was torn and the outer insulation had a breached cut, a cosmetic depression, and there was a white substance on it. The helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was stretched. Visual analysis revealed there was intermittency between the pin and cap on the is-1 connector.